Event description:
Procedure type: colorectal. According to the reporter: the customer stated that the staples worked normally, but the blade only completed a half cutting, and it affected the final match so that it can only closed by hand.

Manufacturer narrative:
(B)(4).